Manufacturer narrative:
(B)(4).

Event description:
It was reported that all electrodes on both stimulation leads had out-of-range/high-impedance failure. The surgeon decided to explant the system because they believed the patient was not compliant with the correct behavior with an implanted device. During the explant procedure, the surgeon could not pull the left lead completely, leaving the end cap and the tines inside the patient. The right lead and implantable pulse generator (ipg) were removed and intact. There was no report of patient harm or injury.

Manufacturer narrative:
Mml #: (B)(6). The reactiv8 system was received and evaluated. The ipg passed the functional testing and operated per the manufacturing specifications. No functional testing can be carried out on either lead. The left lead was damaged from the explant, and the electrode tip was missing. Visual inspection observed no other damages or anomalies. The reported issue was verified on the right lead. The visual inspection confirmed that lead conductor fractures were the cause of the high impedance/out-of-range conditions observed with the right percutaneous stimulation lead. Patient's demographic information added. Updated d2a and h6.

Event description:
It was reported that all electrodes on both stimulation leads had out-of-range/high-impedance failure. The surgeon decided to explant the system because they believed the patient was not compliant with the correct behavior with an implanted device. During the explant procedure, the surgeon could not pull the left lead completely, leaving the end cap and the tines inside the patient. The right lead and implantable pulse generator (ipg) were removed and intact. There was no report of patient harm or injury.